Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone), clonidine, and bupivacaine via an implantable pump for non-malignant pain/failed back surgery syndrome indications for use. It was reported that their managing physician was no longer implanting pumps, and she wanted to have a list of physicians in the area. The agent reviewed physician listing and sent to the patient an email as requested. The patient then stated that they were having surgery with plastic surgeon next week because they have lost over 100 pounds over the past year and the skin over the area of where the pump was implanted was super thin. The patient stated that the pump had been flipping around for over the last year, and they were talking about maybe doing a revision on the pump and moving it higher.